Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set tubing was detached from connector and infusion set is used in a day or 2 and after they replaced infusion set. No further information available.